Manufacturer narrative:
Other, other text: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the last time the patient used the infusion set, she broke out in a rash. No medical or surgical intervention was reported. Additional information received on 1/20/2022. It was reported that the pharmacy team will reach out to the patient to confirm if product was available for return. Additional information received on 2/10/2022. It was reported that the patient had been nonresponsive to return requests.